Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted percutaneously into the left femoral artery in a 79-year-old male patient with a past medical history of coronary artery disease (cad) presenting in scai stage e shock on inotropes, vasopressors, ventilator support, and venoarterial (va) extracorporeal membrane oxygenation (ECMO) prior to initiation of support. The impella was inserted as a bailout for left ventricular support for protected percutaneous coronary intervention (ppci) of the left circumflex (lcx) artery and right coronary artery (rca). While in the intensive care unit (ICU), the patient¿s urine was noted to be red tinged. Plasma free hemoglobin (pfhgb) was initially 287 and later dropped to 98. The impella pump was repositioned; however, the red tinged urine did not resolve. The patient¿s family made the decision to withdraw care, as the patient did not want advanced therapies. The post-procedure outcome was expired at explant. Hemolysis may be influenced by device-related and patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The device is unlikely to have contributed to the patient¿s death, which was most likely due to the clinical condition of a critically ill patient presenting in scai stage e shock.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and limited information was provided.